Event description:
The hcp reported the patient has had a pump for years and has recently noted a neurological deficit to the lower extremities with a loss of efficacy. A follow up report will be sent when additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The manufacturing site ID was previously reported as #(B)(4). Further review indicated that the correct manufacturing site ID is #(B)(4).

Event description:
It had also been reported that there was concern of an inflammatory mass that accompanied the neurological deficit and loss of efficacy.

Event description:
Additional information was received. It was reported that the patient had told the physician that the pump was not working and requested that the device be interrogated. It was also noted that there had been a change in therapeutic effect. The next day, it was reported that the patient was not using the pump for therapy. The pump had been stopped six years prior to report due to intolerable side-effects including leg weakness. At that time, the device had been delivering morphine, but the patient could not tolerate it. Four days later, it was reported that the patient was being managed on oral pain medications and he reportedly felt much better on the oral medication. The pump had been put into stop mode on (B)(6) 2006 by the managing physician. It was never restarted and the patient preferred to leave the pump implanted instead of having another surgery. It was indicated that the request for interrogation was a miscommunication as the patient had actually needed to see a manufacturer representative to ask if he could have an MRI.